Event description:
Facility reported that an overheated motor strap released during a patient transfer causing the pt to fall out of the sling feet first. The facility reported minor injuries to the patient.

Manufacturer narrative:
(B)(4). MDR report being filed due to alleged malfunction. F/u report will be submitted once the motor has been returned and analyzed by the MFR.